Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the lens was exchanged in a secondary procedure and the clinical reason for the explant was haloing of eyes.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received, regarding the product identifiers.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery in both eyes, a patient is experiencing halos and is bothered by bright lights. The surgeon is giving the patient drops to use every morning see if they help. There are 2 records open for this patient. This record is for the left eye of the patient. Additional information has been requested but none is expected.